Event description:
Post open heart with multiple arrests. Pump infusing epinephrine alarmed battery failure despite being plugged into wall, with manual check of plug in pump turned off. Epi infusion stopped. Pt's bp dropped sharply, rn rapidly programmed another pump already in room and restarted epi within 1 min. Pt converted to vtach / defibrillated x 1.